Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault). The cause of this was that the c1 capacitor shorted which caused an open l1 component and damage to the d1 and l2 components. The cause of the inability to complete testing is due to the shorted c1.  The root cause of the shorted c1 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.